Manufacturer narrative:
Concomitant medical products: covidien argyle polyurethane umbilical vessel catheter- dual lumen 5 fr/ch (1.7mm) x 9- 8/10" (25cm); serial number: (B)(4); event date: (B)(6) 2015. The reported event of infiltration of umbilical venous catheter without alarm could not be confirmed. No product or event logs have been returned for this investigation. No further investigation of this event is possible at this time. Per the alaris® system pump module dfu the pump "is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."

Event description:
The customer reported an infusion of tpn and lipids running at 6.5ml/hr into an umbilical venous catheter. Although there was no alarm, the baby was observed to have abdominal distention, decreased urinary output and increased capillary refill. The fluids were stopped, the umbilical line was removed and the baby required a peritoneal tap for 80ml. Of glucose positive fluid. Although it was subsequently reported that the patient died on (B)(6) 2015, the customer is not alleging that a carefusion/bd product was implicated in the patient's demise. We received a medwatch report from the risk manager at the facility that stated: "an umbilical artery catheter (uac) and an umbilical vein catheter (uvc) was inserted on (B)(6) 2015 at 0900 due to the patient's worsening respiratory condition. Pa radiographic film positioned the uac at t6 and the uvc at t11. The uvc was a 5fr x 9- 8/10", 18/21 g dual lumen umbilical vessel catheter and had an internal catheter length of 4.5 cm. Blood return was confirmed and it was then connected to parenteral nutrition. At 1900, the patient urinated. She was noted to have slight abdominal distention and was becoming lethargic. The patient's condition continued to worsen throughout the night. She required intubation and had a worsening metabolic acidosis. The abdomen became firm. The lower extremities because dusky and mottled. A broviac central line was placed at 0516. At 0650, vecuronium was given via the uvc times 2 doses without effect. A third dose was administered via the uac with good effect. At 0925, a left chest needle aspiration was performed, draining tpn-like fluid. Soon after the abdomen was tapped with similar findings. The uvc and uac were removed at 1005. The patient continued to decompensate. A chest tube was placed. CPR was initiated at 1402 and the infant was pronounced dead at 1424."

Manufacturer narrative:
Correction initial reporter address.